Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet bionic pancreas experienced hypoglycemia with a recorded low blood glucose of 66 after increased walking, while on a higher glucose target setting and early in the learning period; the user treated with oral glucose tablets and received education on meal announcements to support algorithm learning. Symptoms included low blood glucose without loss of consciousness, dizziness, or other acute complications. Outcomes included transient hypoglycemia outside of target range for approximately 20 minutes, resolution to 99, and no medical intervention or hospitalization. Investigation included review of available usage information and user-reported history. Investigation of this case revealed that the cause of hypoglycemia was unclear, with exertion and meal announcement timing as potential contributors; device malfunction was not reported. It was concluded that the event was consistent with hypoglycemia of unclear cause, treated with oral glucose, and resolved without sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.